Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined. This product is not approved for sale in us but a similar product with catalog number 5480017545 and 510k number k091974 is approved for sale in us.

Event description:
It was reported that the patient underwent posterior decompression with posterolateral spinal fusion at th11-l3 for ankylosing spondylitis on (B)(6) 2015. Post-operatively, the patient developed numbness due to screw back-out at l3 due to a fall. Revision surgery was performed on (B)(6) 2015 to remove the l2/l3 screws and a new screw was inserted at th9/10. The screw at th11-th12 was replaced with a larger screw. Screws were also inserted at l4/5/s1 and bone graft was done quickly to conduct spinal fusion. L2 and l3 screws got loosened due to fall so the surgeon removed all the four screws.